Event description:
It was reported that after successful completion of the procedure when the subject guidewire was stored in a tray , something like coating substance was found floating in the saline solution in the tray. It is unclear at what point in time this occurred. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
1 of 4 reports. The device is not available to the manufacturer.

Event description:
It was reported that after successful completion of the procedure when the subject guidewire was stored in a tray, something like coating substance was found floating in the saline solution in the tray. It is unclear at what point in time this occurred. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 summary attached - updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. The device was not returned but a medical gauze was returned. The reported lot number was not confirmed as the packaging was not returned. The medical gauze was inspected, and a swirl/sliver of ptfe coating was returned . The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The product was not returned but coating from the device was returned, and the as analyzed listed below was found. Additional information indicates there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, it is unknown if continuous flush was set up and maintained throughout the clinical procedure. There was no resistance when the guidewire (gw) was taken out of the dispenser hoop. The gw was shaped to 45 degrees. Flush was given inside the mc at the time when the gw was inserted. There was no friction or resistance felt at the hub. The introducer sheath was used, when inserting the gw. It is unknown which part of the coating peeled off. The patient¿s anatomy was very meandering. The device was not returned for analysis as it was discarded at the hospital however a swirl/sliver of the ¿floating substance¿ was returned. This was not hydrophilic coating but was ptfe coating. It is most likely the ptfe coating became peeled/scrapped off the guidewire as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The as reported ¿hydrophilic coating peeling¿ was not confirmed as the coating was not hydrophilic. An assignable cause of procedural factors has been assigned to the as analyzed 'guidewire ptfe coating peeling' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.